Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers had failure and the device not detected on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system multiple drawer was failed and not detect on bus. A field service engineer attempted remote firmware update and hard shutdown. Drawer 5.2 was not seen on bus. Replaced power management controller (pmc) and drawer was detected but pockets were missing. Replaced retractor band and pockets appeared. Drawer 5.1 then failed. Removed pockets cleaned debris and reseated cables. Pockets were detected. Rebooted station and drawer 5.1 failed again. Replaced retractor band. Applied tape to sharp edges on cubie drawers. Rebooted station and confirmed no failures. Tower door 3 was recovered. All drawers passed hardware test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers had failure and the device not detected on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.